Manufacturer narrative:
The device was received for evaluation with the cannula assembly fully deployed. Inspection of the needle mechanism, environmental seal, bottom housing and cannula assembly found no issues that would result in a needle mechanism failure. The downloaded data did not show any timeouts or drive stalls during the run. The needle mechanism was reset and found to be deployed properly. The device ran 959 pulses and therefore was found to function as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 20.2 mmol/l (363.6 mg/dl) between 25 and 36 hours of wearing the pod. The reporter stated the cannula did insert into their leg at the time of application, and the pink slide did move forward. Upon removal of the pod, the cannula was not visible. The report indicates a needle mechanism failure as the cannula retracted.